Manufacturer narrative:
(B)(4). Method: the complaint rt308 breathing circuit was returned to fisher & paykel healthcare in new zealand for evaluation. The returned breathing circuit was visually inspected and a heater wire resistance test was carried out using a calibrated multimeter. Results: the resistance test revealed that the inspiratory heater wire was out of specification. Continuity testing and visual inspection revealed that the open circuit in the inspiratory heater wire was due to a break in the connection between the heater wire and the left heater wire pin inside the overmoulded plug. A lot check revealed no other similar complaints for lot date 140617. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, rendering the circuit unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production. Any circuit that fails is rejected. This suggests that the heater wire became open circuit after it was released for distribution. The user instructions that accompany the rt308 breathing circuit state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms". Our monitoring and trending of electrical open circuits in heater wires in adult breathing circuits has a rate of 9 devices per million sold worldwide in the last year to the end of (B)(4) 2014.

Event description:
A hospital in (B)(6) reported via a distributor that an rt308 heated oxygen therapy kit was not heating. No patient consequence was reported.